Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after the successful cannulation using this device, an initial cut was performed. While performing the sphincterotomy, when the cutting wire was bowed, the cutting wire of the dreamtome rx 44 broke. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.